Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. The reporter stated that, there are droplets and wetness sticking from the inside of the bag to the surface of the pump. The pump was filled with 4350 mg of fluorouracil hs and 28 ml of sodium chloride 0.9% bp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date: february 24, 2017 ¿ february 27, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.